Event description:
It was reported that, during a breast biopsy, the holster was making a very loud grinding noise. The probe was changed from the 8g to the 11g and continued to hear the noise and started receiving very fragmented samples. There was no patient consequence reported, case was completed using the same holster.

Manufacturer narrative:
Evaulation summary: the issue reported by the customer has been verified. To correct the blue rotational cable and the green translational cable were replaced. The unit was serviced, repaired and passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.